Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that elevated total human chorionic gonadotropin (total hcg) results were obtained on patient samples on an advia centaur xpt instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. The customer ran calibrator verifiers and master curve material (mcm) and the results were high. Siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the analyzer and calibrated the sample, ancillary and reagent probes. The cse replaced the wash 1 connector and fluidics manifold. Quality controls (qc) were run and recovered acceptably. Total hcg mcm and dilutions were run and were within the manufactured specification. Siemens further investigated the issue and concluded the alignments and parts replaced corrected the issue based on standard instrument troubleshooting practices. The cause of the falsely elevated total hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on an advia centaur xpt instrument. The falsely elevated results were reported to the physician(s) who questioned the results. The samples were repeated on an alternate advia centaur xp instrument. The repeat results recovered lower than the initial results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg results.